Event description:
On 10/1/96, customer stated the following: during a call: (customer will not give actual code info on pt.) Pt was in cardiac arrest. Unit hooked up, pads would not peel apart. Several pairs were used. Pt transported to a hosp and pronounced. Distributor tried calling back on 9/17/96. Customer did not returned call. 10/1/96, distributor called again and got this info.